Event description:
Related manufacturer reference number: 3006705815-2024-01672, 1627487-2024-07289. It was reported that the patient experienced ineffective therapy. X-ray imaging revealed that the lead extensions pulled out of the ipg header. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both lead extensions were explanted and replaced to address the issue. Additionally, during the procedure it was discovered that both lead extensions were fractured at the extension connectors at the ipg site which resulted in fluid to be found inside the ipg. As a result, the ipg was also explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction: section d6b - the date of explant should have been (B)(6) 2024 rather than (B)(6) 2024. The reported observation of invalid impedances was not confirmed for the returned lead extension. The extension was complete and passed visual and electrical testing.